Event description:
The customer reported that the switch on the shaver handpiece will not turn the device off. There was no reported injury or surgical delay with this event.

Manufacturer narrative:
Investigation results: the shaver handpiece was received and evaluated. An evaluation confirmed that the on/off button would not operate. Further investigation found that the handpiece has the potential to activate on its own. A design change had been implemented for this failure mode. This failure mode will continue to be monitored. There are no injuries associated with this failure mode.